Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site surgical intervention may take place to address the issue.